Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was patient anatomy, most likely due to patient condition. Console logs from the reported day of event are consistent with complaint and show "controller error" alarms related to optical bench. Rtlogs show that for about 12 minutes all signals from optical bench became invalid, with reported values of -16384. This is a known pattern failure "transient loss of optical data", caused by an unspecified communication corruption between optical bench and epc. Currently there is no known root cause, and no evidence indicating that replacing any console component would resolve this issue. The cause of the abnormal placement signal was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. During support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by replacing the console. There was no reported patient harm.